Manufacturer narrative:
Visual analysis of the returned uphold lite with capio slim revealed that the suture on the blue with white stripe dilator was broken and the dart was missing and was not returned. Furthermore, the carrier of the capio slim suture capturing device does not deploy to the catch. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the needle was not able to penetrate through the tissue when it was first actuated. Subsequently, the physician made a second attempt but the needle detached from the suture. The detached needle was retrieved by the physician's gloved hand. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the needle was not able to penetrate through the tissue when it was first actuated. Subsequently, the physician made a second attempt but the needle detached from the suture. The detached needle was retrieved by the physician's gloved hand. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.